Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (50 mg/ml at 27 mg/day) via an implantable pump for non-malignant pain. It was reported that for the past 6 month's there had been some volume discrepancies where the actual reservoir volume (arv) is greater than the expected reservoir volume (erv). It was noted that at first it was thought to be related to the programmer; it was replaced. Today during the refill the erv was 2.5ml and the hcp got 2.5 to 3ml. When the pump was then refilled he was only able to get 17ml in the pump at which point he interrogated the pump and the erv was showing 7ml. The caller then aspirated the pump again and was able to remove 21 ml and then refill the pump with 20ml of drug. It was discussed that the pump had not been emptied the first time. The hcp was concerned there was something going on with the pump. The patient left the clinic before the new reservoir volume was updated. Additional information provided indicated that the reservoir volume was later corrected and the pump was updated.